Event description:
A report was received that the source failed to return to the fully shielded position. It was later determined that the source had stopped 3 to 4 cm from the exposed position. There was no report of pt overexposure.